Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation and dissection occurred and the patient expired. Following treatment of the lesion with the oad, imaging was performed and no issue was noted. Balloon angioplasty was performed and the balloon ruptured at 20 atm. A perforation was noted and a stent was deployed to reduce the perforation. During deployment of the stent, an aortic dissection occurred. Surgery was performed in an attempt to resolve the dissection, however it was reported that the patient expired.